Event description:
The medical surveillance specialist (mss) has reviewed the customer service representative (csr) documentation. On (B)(6) 2009, the lay-user/pt contacted lifescan (lfs) alleging an "error 5" issue with a one touch ultralink meter. The pt claimed that she developed symptoms of being "loopy" and was unaware of her surroundings "right away" after the alleged issue began. At around the same time the alleged issue began, the pt administered self-treatment by consuming glucose gel/tablets. The alleged "error 5" issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the unresolved "error 5" issue. There is no evidence, however, that the pt suffered a serious injury because of the alleged issue. The pt's reported symptoms do no meet lifescan's criteria for a serious injury. Also, based on the relatively short time frame as to when the symptoms developed in relation to when the alleged issue began, the pt was most likely in a suggestive state of hypoglycemia before and at the same time the alleged issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.